Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The service engineer found that the reported technical error code could be reproduced and that the cause was the monitoring printed circuit board (pcb). He found that ventilation worked as expected despite the error code. The monitoring pcb was replaced and returned for further investigation. The evaluation of received device logs confirms the reported technical error code after ventilation start on (B)(6) 2022. The date of event is moved back from june 17 to june 04. The visual inspection of the returned control pcb showed no anomalies. The returned monitoring pcb was installed in the reference ventilator. Pre-use check passed and ventilation worked as expected, but the reported technical error code was generated. The monitoring pcb supervises system power and it was found that a resistor related to this was broken. After the resistor was replaced, the ventilator worked as expected without technical alarms. The conclusion is that the reported power error could be reproduced. The cause was a broken resistor on the monitoring pcb which did not adversely affect ongoing ventilation. Why the resistor broke could not be determined but is considered a random component failure.

Event description:
Manufacturer's ref. #: (B)(4).